Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The device powered on normally. However, visual inspection found the downstream occlusion (dso) seal was detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that unit was not turning on. Evaluation of the returned device found that the unit powered on normally, and that the downstream occlusion seal was also detached. There was no patient involvement.